Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports that the mount screw fractured during the implant placement, the doctor reports that a piece of the fractured screw has remained inside the implant that is in the patient's mouth. The doctor informs that he could not remove it, he will wait for the integration of the implant to try to remove the piece inside it. The affected dental position is unknown and the patient did not suffer any kind of impact with his health.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative an impl tapered scr-v sbm 3.7mm 3.5mm 10mm ((B)(6)) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of usage of the device is same day. Device history record (DHR) review was completed for the subject lot number (1237029). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1237029) for similar event and no other complaint was identified utilizing keywords: 'fracture : screw'. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.